Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 2.50x38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 770mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified right coronary artery. A 2.50x38mm promus element plus drug-eluting stent was advanced but failed to cross lesion. However, upon removal, it was noticed that the stent struts on the distal end were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified right coronary artery. A 2.50x38mm promus element plus drug-eluting stent was advanced but failed to cross lesion. However, upon removal, it was noticed that the stent struts on the distal end were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.